Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was at least a year ago every time pt would be lying down or leaning their ins would be burning; there was no mark for the ins was getting so hot itself. Pt then met with their manufacturer representative (rep) about 3 weeks ago and they looked at their equipment and said everything worked for it could be the ins getting hot. Rep told pt to call patient services to see why the ins was getting hot and heating up. Troubleshooting was unable to be performed as pt did not want a new recharger to cancel out the external equipment because the rep said it was internal and not external causing this issue. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt was going to go to their pain management doctor on thursday.